Manufacturer narrative:
On (B)(6) 2019, the conclusion code known inherent risk of device (22) was removed and code cause not established (4315) was added instead for the correct codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: granuloma, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5090219 that a female patient of an unknown age and race who underwent breast implant surgery with a mentor memorygel breast implant 590cc has experienced breast pain to her right side, symptoms of generalized illness, and granuloma. As a result, she plans to remove her implants in the year 2020. In 2018, the patient started to feel pain in her right armpit. During an ultrasound, it revealed large silicone granulomas with several small nodules in the armpits and lymph nodes. The patient also reports symptoms such as fatigue, anxiety, muscle pain, gastrointestinal issues, brain fog, heart palpitations, face and eye swelling, tightness in chest, and joint pain. This medwatch form is for the left breast implant.

Manufacturer narrative:
On 12/4/2019, it was reported to mentor that the procedure was breast augmentation revision. The date of birth was (B)(6) 1976. The date of explantation will be (B)(6) 2020. The race was caucasian. The patient reported: ¿a fold in the implant, difficulty concentrating, memory loss, candida/yeast infections, headaches, slow healing when sick and ibs all symptoms over the last 4 years, temperature intolerance, swollen tender lymph nodes, vertigo and hair loss all symptoms over the last one to two years. ¿ the patient has a history of ruptured breast implants and right axilla lump that were diagnosed previously. The patients age was 39 years old, the date problem observed was (B)(6) 2016. Manufacturer reference number: (B)(4).